Manufacturer narrative:
B3 - date of event: unknown. No information has been provided to date. E3 - initial reporter occupation unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the device failed testing and the high-pressure alarm was not alarming. There was unknown patient involvement and unknown patient harm reported.